Event description:
The autoset t CPAP machine rptr has was not made to be used with a humidifier. Rptr contacted resmed and they assured them they would come up with some kind of adapter. They just upgraded the machine and will not upgrade rptr's to have a humidifier. Rptr has now developed chronic cpd. It also shuts off 4-5 times during the night, which is very serious. It has been to the MFR 3 times since rptr got it in 1999. Rptr has the software that shows the machine performance (dr wrote a prescription for the software). The software clearly indicates that the machine stops blowing air (critical for apnea) during the night. It has had this problem since the purchase in 1999.